Event description:
The tip of the aiming device shaft broke. This is 1 or 1 report for this complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufactured on 10/06/2009.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The review of the file history records showed conformity with the material and manufacturing specifications. Visual inspection showed that the part had broken at the distal tip. Cause of breakage was bending of the part while it was rigidly attached to the implant. A potential cause of the failure was that the surgeon over tightened instrument which made it difficult to release it from the implant, the manipulation required to release it resulted in breakage. The oracle plate technique guide, mpe technique guide, advises against over tightening, finger tightening is sufficient. The complaint has been determined to be valid. A CAPA determination request has been initiated. Placeholder.